Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) 2018 (B)(4) (con, rep): information was received from a additional information was received from the manufacturing representative (rep). It was reported that no impedance, system functioning properly, rep was able to achieve desired paresthesia. Rep reprogrammed the system and the issue has been resolved. Patient said this was rep appointment only and hcp would have wanted them to reprogram the system for better outcome, which was done. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that patient was in a motor vehicle accident one year ago. She states that since that time "sometime the stimulator causes them more pain, but sometimes it is effective. Since their accident they have to move their head and shoulder into a certain position to get the stimulation to cover their painful areas. Painful areas are the neck and arms. Motor vehicle accident contributed and led the issues reported. Patient scheduled (B)(6) 2018 at the health care professional (hcp) to evaluate whole system. The issue has not been resolved at this time. Information has been confirmed with account. No surgical intervention occurred or planned. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.